Manufacturer narrative:
Initial.

Event description:
It was reported that the device was accidentally dropped during troubleshooting, causing the connector/adaptor to snap and leave a fragment lodged in the device¿s chamber, after which the user could not remove the fragment and a replacement device was arranged with instructions for return. No user injury or reported adverse clinical effects reported during the event. Outcomes included reliance on an alternative insulin therapy until the replacement device arrived. Investigation included customer communication and troubleshooting. Investigation of this case revealed a mechanical break of the connector component consistent with accidental damage, with the device rendered unusable due to a retained fragment. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage rather than a device manufacturing defect.